Event description:
User alleged that the pen needles will not work properly on a pen. The insulin will not actually come out of needle. End user says pen needle will not actually lock into place on some of the pens.